Event description:
Patient in ICU had a full arrest. IV tubing used to spike a vasopressor and it would not prime. All of the clamps/rollers were open, but the fluid did not flow. Manufacturer response: for alaris pump module infusion set, smartsite (per site reporter). They want to evaluate and test device.